Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the garment was too tight and causing pain. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued new garments. The patient reported the doctor lowered her medication that was making her bloated. The irritation improved. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the garment was too tight and causing pain. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued new garments. The patient reported the doctor lowered her medication that was making her bloated. The irritation improved.